Event description:
It was reported that the ventilator failed internal leakage, pressure transducer and flow transducer tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pre-use check. There was no patient involvement. The reported issue with failing pre-use check test has been confirmed during evaluation of received problem description. Our field service engineer did not visit the customer to investigate the reported issue and there is no further information on how or if the issue has been resolved. Based on the information above, this complaint will be closed.